Event description:
It was reported that they had another defective foley balloon today. The catheter was inserted on saturday, but the balloon did not had issues until today. No one did anything with the balloon in the interim. The balloon had a huge hole in it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11291030. Photo: received one (1) photo sample. Photo sample showcase an all-silicone foley catheter with a balloon rupture. Visual: received one (1) used all-silicone foley catheter attached to the drainage bag without original packaging. Verified material number 175816 and manufacturing lot number ngkq0374.visual inspection noted balloon rupture (measuring 0.4265") on the return sample. Further inspection noted the balloon had no missing pieces. This is out of specification per inspection procedure (B)(4), which states, "balloon must not be torn". Risk review, labeling review, and DHR review are not required as CAPA 11291030 is applicable for this product lot number per (B)(4) rev 20. Refer to CAPA for further details. Based on the investigation results no additional action is required at this time. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had another defective foley balloon today. The catheter was inserted on saturday, but the balloon did not have issues until today. No one did anything with the balloon in the interim. The balloon had a huge hole in it. Per additional information received via email on 26jun2025, they worked with the territory manager douglas mouradian to resolve the issue and return the product. No additional information available at this time.